Manufacturer narrative:
Additional narrative: patient weight not available for reporting. Device is an instrument and is not implanted/explanted. Date returned to manufacturer (B)(4). Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an unknown procedure was being performed on (B)(6) 2018. During the procedure the surgeon was in the process of implanting a plate, but he decided that he wanted to bend the plate a little bit. He inserted a screwdriver shaft into the plate hole in an attempt to do so, which caused the screwdriver shaft tip to break off. The tip was retrieved but discarded. The surgeon then tried to file down the tip of screwdriver shaft in an attempt to try to make it work with the screw head, but was not successful. Another screwdriver shaft was not available in the kit, therefore, a competitor¿s instruments and implants had to be used to complete the surgery. There was a 20 minute surgical delay due to the surgeon filing down the tip of the shaft and having to retrieve competitor¿s devices. Procedure was completed successfully and patient status was reported as stable. Concomitant devices reported: plate (part number unknown, lot number unknown, quantity 1), screw (part number unknown, lot number unknown, quantity 1). This report is for one (1) stardriver screwdriver shaft. (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. A device history record (DHR) review was performed for DHR review: part number: 03.130.010, synthes lot number: h346712, supplier lot number: na, release to warehouse date: 22-aug-2017, supplier: na, manufacturing site: monument: no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. A product investigation was performed. At customer quality, the returned screw driver (part: 03.130.010, lot: h346712, mfg: 22-aug-2017) was inspected and the complaint of broken tip was confirmed. Visual inspection performed at customer quality observed that the tip of the screw driver was broken. Broken fragments were not received at customer quality. No new malfunctions have been identified. Whether this complaint could be replicated is not applicable because the device was returned damaged. Relevant drawings for the returned device were reviewed (both current and from the time of manufacture): top-level drawing for screw driver shaft 03_130_010 (rev d), and determined to be suitable for the intended design and application when used as recommended. Dimensional analysis was not able to performed at the hex tip portion due to post manufacturing damage. Dimensional analysis performed at the origin of hex portion of tip measured 2.35 mm (ca 472) that falls within specifications of 2.3 mm to 2.35 mm per 03_130_010 (rev d). A device history review was performed for the returned instrument¿s lot number and no ncrs, mrrs or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. Also, based on the device history record review, there is no indication that any issues with material or material properties contributed to the complaint condition. While no definitive root cause could be determined it is possible that any unintended forces encountered by the device during usage or handling could have contributed to complaint condition. Also, the complaint description states that the surgeon tried to bend the plate with the screw driver in question. Therefore, excessive forces that the device was subjected to, during its use in bending a plate could have led to broken complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.